Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical screen behavior on the system monitor was unable to be confirmed. The system monitor (serial number: (B)(6)) was not returned for analysis, and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed for the system monitor (serial number: (B)(6)) and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pump flow. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor erroneously displayed backup battery faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that frequent errors were noted in the system monitor.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the errors on the system monitor occurred again on (B)(6) 2024. The system monitor was rebooted before use which did not resolve the issue. When connecting the system controller, the screen flickered intermittently, and the parameter value displayed as ¿-. - ¿ . However, it was discovered that the phenomenon occurred after the system monitor version was downgraded through a compact flash memory card and the issue was resolved.